Event description:
Left allen stirrup holder fell off of bed with pt's leg attached. Physician had secured device to bed unable to verify if stirrup was leaned against. Pt complained of left leg feeling strange after surgery. No complaints of pain. This device taken out of svc and new upgraded device now in place. Per initial reporter: pt was placed in a lithotomy position by physician and assistants. During case, left stirrup became detached from o.r. Table and fell to floor with left leg attached. Stirrup holder was not properly secured to o.r. Bed resulting in stirrup falling. Stirrup holders immediately removed from svc and retained for eval. Holders have been discontinued totally from svc. Upgraded version of holders already available and in svc. Pt condition stable. No adverse outcome related to incident at this time. X-ray taken and negative. Neurovascular status within normal limits post-op.